Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she went to bed and her sugars started climbing (600 mg/dl). She removed her set and observed that she had a bent cannula. The patient replaced the set the night before this report, taking a shower. She changed out her set about two more times and those also gave her bent sensor cannulas. She self-treated herself with manual injection. The patient was hospitalized for hyperglycemia and diabetes ketoacidosis as per health care professional. The patient received insulin drip, test for blood glucose level and acidosis treatment. Her blood glucose level was more than 600 mg/dl during hospitalization. The patient was hospitalized for four days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.